Manufacturer narrative:
(B)(4) = atrioventricular dissociation/disruption. Eval code = device not returned. The explanted device was not returned for analysis; therefore, the valve could not be assessed for any malfunction or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event could not be confirmed with the available information.

Manufacturer narrative:
Device not returned.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Per the op report, the patient had mitral stenosis and regurgitation with heavy mitral annular calcification of her native valve. She was referred for mitral valve replacement (mvr) utilizing the edwards valve. The patient left the operating and was transferred to the ICU in stable condition. On the same day, the patient was brought back to the operating room due to posterior atrioventricular dissociation/disruption. Redo-mvr was scheduled. Upon inspection, an area of disruption was apparent. A bovine pericardial patch and pledgeted sutures were used to reconstruct that posterior area. The subject device was removed and downsized to a 27 mm edwards bioprosthetic valve. The patient was separated from bypass and protamine and blood products were given. Initially hemostasis appeared to be getting relatively tolerable and then there was suddenly a large increase in the amount of bright red blood again coming from the posterior ventricle had once again disrupted. Bypass was re-instituted, reopened the left atrium and exposed the valve once again. The 27 mm valve was removed. The previous repair was actually intact but the ventricle had disrupted and spilt further down towards the papillary muscle now going vertically down the back of the heart. The previous repair was taken down and a very large pericardial patch was used for repair. A new 27 mm valve was seated and tied in place. Once again the patient was separated from bypass. Because of the long day and multiple operations the patient had experienced, there was concern about the hemodynamic compromise that might occur if the chest is closed. As the retractor was loosened a little bit, it was noticed that there was some significant hemodynamics embarrassment from that. It was decided to place a white vac sponge under the sternum and black vac sponge between the sterna plates and secured that with the two previously placed blake drains. The patient was then able to leave the or to go to the ICU in critical and guarded condition, but relatively stable. The patient tolerated the procedure reasonably well given the circumstances and complications were apparent.